Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.5ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and in house strips (strip lot number: d160526-1). The control solution tests for level low are 59/64 mg/dl, for level high are 261/260 mg/dl. The control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Patient did not return the suspected strips, so we can only verify the meter quality and confirm meter is within the specification.

Event description:
End user's wife stated that medical attention was sought after her husband received inaccurate readings from his prodigy glucose meter. Paramedics were called on (B)(6) 2016 at 5:30 am due to the end user sweating profusely and fainting in the restroom. The reading on the prodigy meter prior to calling the paramedics was 160 mg/dl. While waiting on the paramedics to arrive the end user took 20 units of lantus. No further blood testing was performed by the paramedics. Liquid glucose was given to the end user to assist in lowering his blood glucose. No further information was provided.